Event description:
It was reported, during a procedure, the top jaw of the ar-12990, scorpion would not shut all the way which was preventing the doctor from clamping all the way down on the meniscus in order to fire the needle through.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation cannot be confirmed without the device for evaluation. Based on the information provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Devices become dull with continuous use. This condition does not indicate a device defect. This condition indicates normal wear.